Event description:
The customer reported that during a routine check of the iabp, the blank display was noticed. No pt was involved.

Manufacturer narrative:
Customer stated that the unit had a blank display. Upon initial evaluation found the device to have a blank display, the motor wouldn't start up, and the critical alarm was sounding. Further analysis yielded the main pcb to be the root cause of the failure. Replaced main pcb and calibrated unit to factory specifications. The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. (B)(4).